Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been hospitalized. The customer had not yet been released at the time of the report as the contact wanted to confirm the pump was functioning properly. The contact did not provide further information regarding the event. Tandem clinical diabetes specialist performed a field inspection and no device issues were identified. Although requested, additional information from the contact was not provided.